Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. The helix was bent. There distal electrode was covered in blood, and it was visually noted that there was damage at implant. (B)(4).

Event description:
.

Event description:
It was reported that prior to implant, the helix on the right ventricular (rv) lead would not deploy. The lead was not used and a d ifferent lead was implanted during the procedure. No patient complications have been reported as a result of this event.